Manufacturer narrative:
This statement is to summarize the investigation results regarding the complaint that alleges ¿false positive result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 2287234. The customer reported receiving a false positive result for one patient. During troubleshooting, it was confirmed that they followed the correct workflow, and the qc swabs were tested and passed; therefore, an issue with the analyzer ruled out. Ran the reagent of the affected kit on the cartridge of both the affected kit and a new one, and both returned a positive result for flu a. No reference method used to confirm the test. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. The reported lot# 2287234 corresponds to the test cartridge and was used to make kit lot number 2298225 & 2299094; therefore, batch history record (bhr) review and retain sample analysis were performed on batch numbers 2298225 & 2299094. The results were acceptable, and no relevant issues were reported. Testing was performed on the samples returned. Three devices were tested with negative extraction reagents, and two out of the three devices failed (received flu a positive). The reported issue was confirmed based on the return sample analysis. The root cause could not be identified.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit 1 patient false positive occurred. No change in medication. The following information was provided by the initial reporter: 1 patient false positive. No change in medication. Caused more stringent quarantine for patient. Ran verification cartridge - passed, issue with analyzer ruled out. Had customer pull another unopened kit and run qc - qc passed. Also ran reagent only of the previous kit on cartridge from new and old kit - both were flu a positive.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit 1 patient false positive occurred. No change in medication the following information was provided by the initial reporter: 1 patient false positive no change in medication. Caused more stringent quarantine for patient ran verification cartridge - passed, issue with analyzer ruled out. Had customer pull another unopened kit and run qc - qc passed. Also ran reagent only of the previous kit on cartridge from new and old kit - both were flu a positive.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Potential lot number provided 2287234 but this lot number is not found.